Event description:
On (B)(6) 2012, the patient contacted animas and reported she was hospitalized due to a problem with the subject pump. No additional information was provided. The patient declined to answer any questions regarding her hospitalization. Based on the information provided this complaint is being reported because the patient was reportedly hospitalized after experiencing a problem with the animas device.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed two stoppages in delivery recorded on (B)(4) 2012. There was a "replace cartridge" alarm that was not acknowledged for one hour and a "suspend" that lasted approximately 1-1/2 hours. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.